Event description:
It was reported that the customer was hospitalized with dka. Customer blood sugars were extremely high on the day of the incident but the infusion set was not changed. Customer unwilling to troubleshoot the unit because he is convinced that the hospitalization was due to the pump. Customer agreed to change the infusion set.